Event description:
The patient was implanted with a vented electric left ventricular assist device. The surgeon reported that the pump was suspected to having premature wear issues. Subsequently, the device was successfully exchanged with another lvad.

Manufacturer narrative:
The reported event was confirmed. The evaluation of the pump assembly revealed wear that occurred to the internal and external components of the outer cam follower bearing. Evaluation of the outer cam follower bearing indicated that the bearing wear most likely occurred as a result of lubricant loss. The pump was operated on a mock circulatory loop under loaded conditions and did not perform as intended. After approximately 15 minutes, the system began to red heart alarm and pump function was interrupted. Waveform analysis showed signs of the outer cam follower jamming. The wear to the outer cam follower would have contributed to significant rotor drag and high pump power consumption, leading to pump end-of-life and device exchange. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.